Event description:
The customer reported the system intermittently gave a black screen and the kv would go high. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the interconnect cable. The system is operating as intended.